Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has high blood glucose of 400 mg/dl and bent the needle during an infusion set change. The customer indicated that she needs assistance with proper calibration technique. Troubleshooting provided customer with calibration assistance and settings. No further information was provided.